Manufacturer narrative:
(B)(4). The returned impactor exhibited signs of repeated use (nicked/gouged) and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee arthroplasty, the femoral impactor fractured in two (2) pieces while impacting the femoral trial. No pieces were retained by the patient. No adverse events were reported as a result of this malfunction.